Manufacturer narrative:
Occupation is lay user/patient the customer¿s meter and test strips lot: 42401022 were returned. The returned and retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 48%, donor 2 hct: 56%. Testing results: returned strip lot 42401022. Donor #1: retention meter and master lot strips: 2.6 inr, customer meter and customer strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.2 inr. Retention strip lot 409638-21. Donor #1: retention meter and master lot strips: 2.6 inr, customer meter and retention strips: 2.7 inr. Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and retention strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The first meter result was 5.6 inr. The customer questioned this result and decided to perform a second test with a different strip lot. The second meter result was 4.1 inr within 10 minutes of the first result. The second result was taken using strip lot: 42401022 exp. 30-apr-2021. The customer¿s therapeutic range is 2.0-3.0 inr.